Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. No asystole was observed. The rv lead was explanted and replaced. A fluoroscopy was performed which did not reveal any lead damage nor lead dislodgement. The cause of the observation is unknown. No additional adverse patient effects were reported.